Manufacturer narrative:
Upon analysis, the field reports of high thresholds and low sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual examination found damage consistent with that occurring at the time of explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Right ventricular (rv) lead revision was performed for high threshold and low sensing. The lead was successfully explanted and replaced.